Manufacturer narrative:
D4/h4) the lot number was not provided, thus the following information is unknown: unique ID, expiration date, and manufacture date. H3) the lld was discarded, thus no returned product investigation was performed. H6) per IFU, cardiac perforation is listed as a potential adverse event with use of the lld device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) and right atrial (ra) lead due to tricuspid regurgitation. Spectranetics lld #2 lead locking devices (lld #2s) were inserted into each lead to provide traction. Beginning with a spectranetics 14f glidelight, the ra lead was removed successfully. Switching to the rv lead, with the glidelight device, the lead was extracted; however, the patient's blood pressure dropped, and an effusion was detected via transesophageal echocardiogram (tee). Rescue efforts began, including pericardiocentesis, and the patient stabilized. An ra perforation was suspected due to traction from the lld #2. The patient survived the procedure. This report captures the lld #2 providing traction within the ra lead, when the suspected perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.